Event description:
It was reported that the patient presented per the physician in a ventricular fibrillation (vf), but was categorized as an atrial fibrillation (af) through the implantable cardioverter defibrillator (ICD) and treatment was withheld. Programming options were discussed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5076 implantable pacing lead (B)(6) 2010; 4196 implantable pacing lead (B)(6) 2010. (B)(4).